Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube window and a cracked reservoir tube were noted during the visual inspection.

Event description:
Customer reported a crack in the insulin pump from the reservoir compartment to the keypad. The blood glucose reading was 67 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.